Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens has requested the data files for investigation.the cause of this event is unknown.

Event description:
The customer reported discrepant sodium results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the logs provided by the customer. The complaint describes impacted samples were run in the morning between 7:15am and 8:30am on may 2nd on rp500 sn (B)(4). There were no samples run during that time frame. Measurement cartridge # 29056014125 was installed at 11:00am on may 2nd, 2019, removed for unexplained reasons around 12:00pm. There were no na+ calibration errors or anything atypical about the na on this cartridge. Measurement cartridge # 2905604225 was installed at 12:19pm. There are two samples on the listed mcart, 142 and 135 mmol/l. There are no na+ calibration errors or anything atypical about this sensor. Again, neither of these are during the time period specified. Closing investigation due to incomplete information provided and no failure found on the na+ sensor on may 2nd on cartridge sn (B)(4), rp500 sn (B)(4). The cause of this event is unknown.